Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. Customer was using auto mode at the time of incidence. Customer¿s blood glucose level was 2.8 mmol/l. Customer reported that they got disconnected during prime or rewind sequence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).